Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received saline in an implantable pump for non-malignant pain. A CT scan was performed due to the elevated white blood cell count. The CT scan resulted in the observation of fluid around the pump and kidney stones. The patient experienced excruciating pain due to the kidney stones. The pump was explanted due to the fluid around the pump ((B)(6) 2019) and the patient became blood and urine septic (reported to have occurred on (B)(6) 2018). The pump had to be explanted because the body was rejecting the pump. The patient was hospitalized for 12 days. Approximately 1.5 weeks ago, fluid continued to build up in the empty pump pocket. The patient had to have the fluid drained (removed 420ml). The fluid was continuing to fill up again and they will have to go back to have the fluid removed. The pump never contained medication. There was no out-of-box failure reported. The patient was given the pump before leaving the hospital. No further complications were re ported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had concurrent nephrolithiasis complicated by urinary tract infection (uti) with sepsis requiring hospitalization antibiotics and surgery. The reservoir was explanted. Per the operative report the date of admission was (B)(6) 2018. Date of surgery was (B)(6) 2018. Pre-operative and post-operative diagnosis was presumably infected right lower quadrant intrathecal pump. Procedure performed was removal of left lower quadrant intrathecal pump with excision of seroma cavity. The patient was taken to the operating room. A transverse skin incision was made using scalpel and carried down through subcutaneous tissue. There was really no discernible fluid in the pump pocket, but a well-defined seroma cavity was encountered. The sutures had already been torn loose. The pump was removed including the tubing. The seroma cavity lining was excised with electrocautery passed off the table. The wound was irrigated with antibiotic containing solution. Bleeding points were controlled with 3-0 vicryl suture ligatures and electrocautery. A 10 mm flat jackson pratt drain was placed in the wound brought out through an inferior stab wound and sutured in place with a 3-0 nylon suture. The subcutaneous tissue was closed with running suture of 3-0 vicryl. The skin was closed with proximate stapler, sterile dressing and an abdominal binder were then applied. The patient tolerated the procedure well and was transferred to recovery room in stable condition.